Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient(pt) was having concerns with the device turning off. They saw a new urologist last week who was able to turn device back on again and mentioned to pt that sometimes being exposed to x-rays and hospital environments can turn the device off. Pt was asked if the doctor mentioned seeing a code like por and pt stated no, they were just told the device was off. Pt was concerned the device was off again because they had a loss of therapeutic effect.